Event description:
A valiant captiva stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel and aneurysm morphology at the time of implant was not reported. There was a spinal drain in place for the procedure. The stent graft was successfully implanted without incident. It was reported that the two week post-operative, the patient experienced paraplegia. The follow up CT shows that the chimney grafts are perfect with no endoleaks. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).